Event description:
After a pfa for paroxysmal atrial fibrillation, a pericardial effusion occurred which required a pericardiocentesis. The procedure was performed in voxel mode under general anesthesia. There were no balloon inflation issues noted during the procedure. At the end of the procedure, all catheters and introducers had been removed from the patient when a decrease in blood pressure was observed. A pericardiocentesis was performed and 500cc was removed which stabilized the patient. During the case, it was noted that contact information was lost several times from electrodes (one or 2 at the same time and never the same // orange on the current). It was unknown if there was a link with the issue or not. No issues were noted with the physician catheter movements. The physician is unsure when the issue occurred. Upon visual inspection of the catheter, the physician observed a small piece of myocardium at the extremity of the catheter. The patient is stable.